Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, at an unspecified moment, the egv was 141 mg/dl and the patient was dosed by the child with 30 units of lantus. It was not specified whether the patient had symptoms or checked the bg at this time. An unspecified time later, the egv was 65 mg/dl and the patient was unable to provide the bg reading. It was not specified whether the patient was symptomatic at that time nor if the low egv was treated. At an unspecified moment, the patient lost consciousness while asleep. The egv was 46 mg/dl and the bg was taken, but not remembered. The patient said that his son/daughter called the paramedics. Paramedics gave him sugar to bring his sugar up. The route of the sugar was not specified. The bg/egv at the time of treatment were not documented. An unspecified time after the paramedics gave the sugar, the egv was 170 mg/dl and the patient was reportedly unable to provide the bg. Before the paramedics left, the patient was fine and took breakfast. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.